Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was also reported that the patient has complained of pain in the chest region two days after implant. The lead was repositioned; not replaced.

Event description:
It was reported that the patient had pericardial effusion. The lead had perforated the ventricle. The lead was replaced. No further patient complications have been reported as a result of this event.